Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. The customer troubleshot with philips technical support. The diagnostic codes were reviewed with the customer and it was suggested that the customer replace the power management printed circuit board assembly. The biomedical engineer completed the suggested repair and the unit was returned to service.

Event description:
The customer reported check vent alarms. Additionally, it was reported that the unit will not turn off; there was no patient or user harm reported. The event date was not specified; estimate used.